Manufacturer narrative:
The device was not returned for evaluation as the hospital policy will not allow for transfer of the device in the mail. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that a 5f miller atrioseptostomy balloon ruptured during a procedure. The balloon had to be retrieved and latex was missing. At this time the hospital will not return the device as they want to keep the integrity of the balloon intact. No patient complications were reported.